Manufacturer narrative:
Block a2: the patient's exact age was not reported; however, the patient was reported to be over the age of 18. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the tip broke. During a pulsed field ablation (pfa) procedure for pulmonary vein isolation (pvi), a metriq irrigation tubing set was used. While attempting to insert the tip of the irrigation tube into a 500 ml plastic polyethylene fluid pack, the tip detached. The procedure was completed successfully with another of same device. There were no patient complications reported as a result of this event. The device was discarded and will not be returned for analysis.